Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33 ,lot#: j0454723v, product type: lead. Product ID: 3487a-33, lot#: j0454723v, product type: lead. Product ID: 3708320, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 05-nov-2008, UDI#: (B)(4) ; product ID: 3487a-33, serial/lot #: (B)(4), ubd: 05-nov-2008, UDI#: (B)(4) ; product ID: 3708320, serial/lot #: (B)(4), ubd: 27-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the implant had shifted and causing her a lot of pain and she could barely walk. Patient did see her pain doctor however was told that he did not know much about implant and patient was redirected to surgeon. No trauma/falls reported. Patient scheduled to see surgeon on (B)(6) 2019. Patient reported at this point, they just wanted system removed. Patient stated this started about 2 months ago. Additional information was received and it was reported that the patient was told that when she was implanted in 2015, it was not properly hooked up and that wire 3 was not attached. No further complications were reported/anticipated.